Event description:
It was reported that the pace/sense portion of the lead was worsening during the last few interrogations. The threshold was increasing and showed loss of capture. The physician stated that the sensing had been historically poor. X-ray was inconclusive. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.